Manufacturer narrative:
We have received the complaint device for evaluation. We did not observe balloon rupture in this device. However, we observed a hole of less than 1 mm diameter on the proximal end of the balloon. No other defects were noted. Water flushed properly through the irrigation lumen. It could not be confirmed if the device was pre-use checked for balloon functionality by the surgeon. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no injury to the patient as the result of this incident. Surgeon replaced this catheter with a new lemaitre over-the-wire embolectomy catheter and completed the procedure.

Event description:
During thrombectomy, when surgeon attempted to remove the thrombus by pulling it through the inflated balloon of over-the-wire thrombectomy catheter, the balloon ruptured. There was no injury to the patient.